Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is attributed to device handling by the user.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure, the hub of the catheter broke off of the device. Nothing abnormal happened during the procedure. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device is not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and only one similar complaint was identified. Should the device be returned later, the investigation will be reopened.